Event description:
Per the clinic, the patient experienced little benefit with device use since initial activation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed september 26, 2012.